Manufacturer narrative:
A device history record review was completed for provided material number 305892 and lot number 2501003. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. Engagement force is measured as a final test prior to the release of each lot produced, and all results were found to be within specification for this lot. To aid in the investigation of this issue, two (2) unused needle samples and one (1) used needle sample were received for evaluation by our quality team. The needle samples were tested with the syringe provided. Proper activation of the snap clip was confirmed, and no indications of connectivity issues or leakage were observed. We would like to inform you that smartslip technology (tm) has been introduced to help to ensure that a secure connection is made with luer slip syringes. It has been designed to reduce the risk of needle disengagement from luer slip syringes, which are the most common syringe design (in europe). In accordance, we recommend following the instructions for use for the bd eclipse smartslip, which are unique in recommending the user "push firmly when attaching the needle to the syringe." And to be sure that the clip is activated. When attaching a needle with smartslip technology (tm) to luer lock connection, the clinician may feel a stronger resistance, this is not preventing a connection to be made, the user should then ¿push while twisting.¿ if the movement is inadvertently paused and the twisting/ turning occurs later, the needle will disengage. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Manufacturer narrative:
Upon further review, it was determined that the event date was captured incorrectly on this MDR and has been corrected.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the attachment came loose when the needle was screwed into place. The exact same thing happened with all three vaccines. It was possible to reattach the attachment to the vaccine, but it came loose every time the needle was screwed in, so it could also be due to the needles. It felt like there was "air pressure" in the syringe that pushed up both the attachment and the needle. Injecting the vaccine into the left arm, I notice that the dose ends up to the side, drops on the arm. Ran where the needle is screwed in. Unclear how much of the dose went in. Response received on:(B)(6) 2025 1:59 pm could you please confirm the patient impact? Had to stop to prepare a new dose.